Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, bowel problems and dyspareunia. On (B)(6) 2012 the patient underwent a hysterectomy. On (B)(6) 2013 the patient underwent exam under anesthesia with limited hysteroscopy, endocervical curettings and attempt at obtaining tissue from the uterus. On (B)(6) 2013 it was reported that the patient underwent mesh removal. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided.

Manufacturer narrative:
Date sent to the FDA: 02/02/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 01/16/2017.